Event description:
It was reported that during a follow-up, no sensing and loss of capture were observed. Cat scan revealed a lead perforation. As such, the lead was repositioned with no consequences to the patient in 2008.

Manufacturer narrative:
Na